Event description:
Boston scientific (bsc) crm received information that this patient was experiencing occasional non-sustained ventricular tachycardia (vt). Micro-dislodgement of this ventricular dextrus lead was suspected and therefore, a revision procedure was performed. The lead was explanted and replaced without further incident. Amd. The event date and explant date are reported as happening in the future. Therefore, we will not report either date.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.